Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was in backup vvi mode. According to the device image the reset reason was por. A device download was performed successfully restoring normal function. Afterwards the device was reprogrammed according to physician's specifications. The patient is ok with no adverse event.